Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer attempted to reload the cartridge to resolve the issue, but received a minimum fill notification. The customer's blood glucose level was "high", although a specific value was not given. Customer addressed their bg with a manual injection. The customer re-loaded the cartridge to resolve the issue.